Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "it was reported that a skin reaction occurred." H2: correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient¿s family woke and discovered a signal loss on the continuous glucose monitor (cgm) which was resolved. They then noted that the patient¿s bg level was going low; they prepared breakfast assuming that food intake would resolve the low, but minutes later the mother found the patient on the bathroom floor in shock and having cramps. She administered a glucose pen, and the patient came to after a little while. The cgm showed 3.8 mmol/l but the bg was tested and was 1.1 mmol/l. The patient was taken to the hospital and was under observation due to a concussion and the glucose issue. She was discharged after 6 hours. No treatment information was provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.